Event description:
Report received of a tubing separation and leakage of chemotherapeutic agent. It was reported that 5fu was infusing for approximately 10 hours, when the tubing set separated proximal to the filter. A "small amount" of chemotherapeutic agent leaked from the set. The tubing set was replaced and the infusion resumed within 15 to 20 minutes. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified.